Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on tuesday at 17:00 for high blood glucose levels and diabetic ketoacidosis (dka). The customer reported that the significant events leading to the high blood glucose levels was that he was not feeling well and his mental process slow down and had aches all over the body and felt tired. The customer stated that he was treated with insulin , potassium and fluid. The customer reported that the prior to the hospitalization, he removed the cannula from the body and noticed that cannula was kinked. The customer reported that he gave bolus of five units and then went to the hospital. Troubleshooting was performed. The customer was unable to upload the carelink report. The customer stated that the high blood glucose event began on tuesday afternoon. The product was not expected to return for analysis.